Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump may be malfunctioning. The patient's blood glucose level was 68 mg/dl at the time of the call. The customer felt weak but treated their low blood glucose symptoms with food. The customer stated that they will call back the following day to troubleshoot the issue.